Event description:
An IV team member reported that after removing the product from its packaging, it was found to be bent and the guidewire/stylet could not be advanced or retracted. The member stated that this issue occurred with all three packages that were opened.